Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) with its corresponded certain® bellatek® titanium abutment 4.1mm (ildat4) were returned for investigation. Visual inspection of the as returned products identified wear markings on both. No product damage was identified. Functional testing can not be performed on "loosening" because the event can not be recreated on a single use item. There is also no sign of damage that would contribute to loosening. No pre-existing conditions were noted on the complaint. The reported device was located on tooth #19 and from the customer the time of usage was about a month. DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1212094) for similar event and one (1) other relevant complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loosening) and device (ildat4 and iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: a1: patient identifier. B4: date of this report. D4: lot number/ expiration date. D4: unique identifier (UDI) number: (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Device lot number not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) loosened.